Manufacturer narrative:
Block h6: imdrf code a150101 captures the reportable event of failure to deploy. Imdrf code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a suturing cinch was utilized in a gastric per oral endoscopic myotomy (gpoem) on (B)(6) 2026, for the treatment of gastroparesis. During the procedure, the suture cinch failed to deploy with the cinch handle. The staff had to break the handle and use hemostats to manually pull the wire. Procedure was completed with the original device. No patient complications were reported as a result of the event.

Event description:
It was reported to boston scientific corporation that a suturing cinch was utilized in a gastric per oral endoscopic myotomy (gpoem) on (B)(6) 2026, for the treatment of gastroparesis. During the procedure, the suture cinch failed to deploy with the cinch handle. The staff had to break the handle and use hemostats to manually pull the wire. Procedure was completed with the original device. No patient complications were reported as a result of the event.additional information received on 20may2026:the procedure was prolonged 5 minutes.

Manufacturer narrative:
Block h6:imdrf code a150101 captures the reportable event of failure to deploy.imdrf code f2301 captures the reportable event of additional device required.block h2: additional information:block b5 updated based on additional information received on 20may2026.block h11:investigation results summary.the suture cinch was not returned as it remains in service. Therefore, the reported events could not be confirmed due to the lack of evidence. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.based on the event description and information provided by the customer there is not enough evidence to determine whether the cinch failure to deploy was due to the physician's technique during the procedure or was related to a device malfunction. The reported event of additional device required occurred during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.